Event description:
It was reported that during a follow-up x-ray, the patient was found to have a broken posterior rod. The patient is asymptomatic and reportedly doing very well. The surgeon will continue to monitor and there are no plans for a revision surgery at this time.

Manufacturer narrative:
(B) (4). The device or applicable films have not been returned to medtronic for evaluation. Unable to determine cause of the event.